Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. Customer also stated that she got tubing detachment of infusion set. Troubleshooting was performed for high blood glucose. The product will not be return for the analysis.

Manufacturer narrative:
The weight of the patient with the initial report was incorrect. The correct weight information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
The initial report was created in error.